Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for the call was the patient stated they had a problem with their stimulator. The patient stated the wires were between their skin and the battery. The patient mentioned they had seen their hcp, and they said they would move the wires, but they didn't deal with the manufacturer, so they told them to call patient services to find out who the representative was for the area. The patient mentioned that they did a cat scan but couldn't see where the wires were. The agent reviewed the role of the representative and provided nas number for healthcare provider office to call. The patient was redirected to their healthcare provider to further address the issue. No symptoms were reported.

Manufacturer narrative:
Continuation of d10: product ID 3998, lot# v016195, implanted: (B)(6) 2007, product type: lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 3998, serial/lot #: (B)(6) , ubd: 06-dec-2010, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.